Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a long standing bacteremia and began to have hemolysis. An echocardiogram found the left ventricle was not unloading at increased speeds. The patient underwent a pump exchange on (B)(6) 2015. It was confirmed that only the pump was exchanged. The inflow and outflow graft remained in place. Post-pump exchange, the perfusionist reported that the patient was experiencing low flow alarms at speeds of 9000rpm. The patient¿s right ventricle was reported to be competent, blood pressure was 80mmhg, and central venous pressure was 10mmhg. During echocardiography, the pump speed was increased and the low flow alarms stopped at 10600rpm. The pump speed was increased to 11600rpm and it was reported that the septal wall remained midline. The perfusionist did not know if the patient had any aortic insufficiency. Computed tomography revealed an obstruction in the outflow graft. The patient was taken back to the or where it was discovered that the needle hole from the de-airing process had not been closed. The patient had bled from that hole into the space between the outflow graft and the bend rlief. The surgeon cut open the bend relief and flushed the space. The needle hole was sewn shut. The patient is reportedly doing well.

Manufacturer narrative:
Approximate age of device - 1 year, 4 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Thrombus was confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 2¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Examination of the proximal side of the outlet stator revealed a deposition surrounding the bearing ball. Although this deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator its areas of denaturation adjacent to the bearing ball as well as the contact marks exhibited on the tapered portion of the rotor indicate that it was present while (B)(6) was in use. However, the texture of this deposition suggests that the explanted pump was treated with a fixative agent (e.g. Formaldehyde, paraformaldehyde, glutaraldehyde) before being returned for evaluation. Although a cause for the development of this thrombus could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated reported hemolysis. The instructions for use lists pump thrombosis as a potential adverse event associated with use of the heartmate ii lvas. Additionally, it was communicated that patient rs had long standing bacteremia; however, a root cause for the patient¿s bacteremia and a correlation between the patient¿s condition and the findings through the evaluation of (B)(6) could not be determined. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing the file on this event.